Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified left anterior descending (lad) artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. Visual inspection revealed numerous kinks to both the hypotube and shaft of the device. Microscopic inspection revealed that at 3mm distal from the bicomponent weld, for a length of 7mm, the guidewire lumen was stretched. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure (20atm) and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified left anterior descending (lad) artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.